Event description:
It was reported that when the user "primed the tubing and inserted it into the alaris device... After closing the channel door, the channel was turned off, but the cardiac medication continued to free flow." There was patient involvement but unknown outcome. Although multiple requests have been made, the customer was unable to provide additional information, and no product has been returned to date.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an free flow event was not determined because no products or device logs were returned.

Event description:
It was reported that when the user "primed the tubing and inserted it into the alaris device... After closing the channel door, the channel was turned off, but the cardiac medication continued to free flow." There was patient involvement but unknown outcome. Although multiple requests have been made, the customer was unable to provide additional information, and no product has been returned to date.